Event description:
The advocate stated the customer's breeze2 meter was reading low between 92-125 mg/dl. On one occasion, the customer was taken to the hospital for heart issues and she was short of breath. The hospital tested the customer's blood glucose and received a reading of 652 mg/dl. The advocate did not provide any other information about the event. During the call, it was discovered the customer had been using test strips that expired in (B)(6) 2009. No product will be returned, but a replacement meter was sent to the customer.